Event description:
It was reported that the patient had an infection in the device pocket including drainage, pain, and a reopening of the incisional wound. Upon inspection, it was also found that the device had partially eroded through the skin. The date of the onset of infection was approximately (B)(6) 2012. The infection reportedly did not respond to oral antibiotics and the health care provider (hcp) decided to explant the entire system. It was noted that the device was removed without complication and the hcp described the patient's outcome as "ongoing."

Manufacturer narrative:
Product ID 3093-28, lot# v979686, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).